Event description:
A protion of the lumbar subarachnoid catheter was left in the pt as it broke beneath the skin surface. Attempts to retrieve it were unsuccessful. Md anticipates possible return to surgery to remove foreign body.